Event description:
The mother of the teen end-user called on 06-feb-2025 to troubleshoot an "urgent low" message from the continuous glucose monitor (cgm) that did not resolve after sufficient carbohydrate consumption. The user was prompted to check blood glucose (bg) levels manually with a glucometer, which read as "high" (in excess of 400 mg/dl). The user also tested for ketones, yielding a result of "large." As a precaution, the ilet and cgm were calibrated, and the insulin delivery supplies were replaced, with no abnormalities noted. While on the call, the user began vomiting, and the mother opted to take them to the emergency room (ER). Several attempts to contact the parent for hospitalization details were unsuccessful, and no further information is available.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.